Event description:
It was reported that during a retrograde intrarenal surgery (rirs) procedure to treat kidney stones with the patient already under general anesthesia, the laser beam was not coming out from the fiber. The fiber was replaced, and the procedure was completed without patient complications. Upon receipt of the fiber at our quality assurance laboratory, analysis indicated an internal connector fracture.

Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the device confirmed the reported event of laser beam not coming through the fiber, as an internal fracture was identified within the fiber connector. Burn marks were noticed on the connector face. Microscope inspection found that the fiber's connector face had a dim light exiting the face; thus, indicating an internal fracture. A labeling review was completed, and the instructions for use states "inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use fiber; return it to the supplier for replacement." And "hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement." A risk review was completed and confirmed that the event of failure to operate was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A device history record review was completed and indicated that the device met all manufacturing specifications. Fractures within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. Fractures within the connector can result in an insufficient aiming beam or low laser energy output, up to complete inability for the fiber to fire. The interaction of the console with the fractured connector likely led to overheating; thus, causing the observed burn marks. Based on a thorough review of the information, an investigation conclusion code of cause traced to component failure was assigned to this investigation. This indicates that there was a random component failure without any design or manufacturing issue.